Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's internal battery. The manufacturer received the device for evaluation and could not confirm the customer's complaint. The device was found to be in ship mode, not allowing the battery to charge. No components were replaced and the device passed all testing.

Event description:
The manufacturer received information alleging an issue related to a ventilator's internal battery. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.